Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported left side "experiencing psychosocial disorders¿, ¿due to fear and anxiety of having a foreign body that could cause future problems¿, ¿cited recall¿, ¿pain when performing physical exercises, when raising arms and when sleeping on side without pillows on the sides of breasts¿, ¿simple breast cyst¿, ¿nodule with persistent enhancement¿, and ¿minimal amount of free periprosthetic fluid on the left." Device remains implanted.